Manufacturer narrative:
Investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had discomfort at their ipg site. The patient may undergo surgical intervention to address the discomfort at the ipg site.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. As a result, the ipg location was moved slightly to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was repositioned. Discomfort was resolved post op.